Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified external iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injury reported and the patient's condition was good.